Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intratecal infusion of lioresal for intractable spasticity. The pt began to experience meningeal symptoms. The hcp performed a csf culture which grew staph aureus. The pt underwent explantation of the pump and catheter in 2000, followed by ceftriaxone antibiotic therapy. The pt is being followed by an infectious disease md. The hcp plans to implant another synchromed pump after the infection has resolved.